Event description:
It has been reported to philips that the system made a noise and shut down. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and identified a problem with the main connector having thermal damage. The fse replaced the main connector and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the electronic issue. As a party of repair activity fse checked the power switch in the hospital distribution box has condensation and it is short-circuited and replaced the input power main contactor . After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. The electronic issue is due to the hospital power distribution box that causes the system shut down. Since the malfunction of an hospital power distribution box would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.